Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the physician contacted technical service (ts) consultant regarding the implantable cardioverter defibrillator (ICD) beeping, and a high out of range shock impedance. Ts provided recommendations for a follow up appointment. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial of the lead, and the number of ohms that were out of range have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.